Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a recurring fault where the ins in the box screen was seen. A picture of the error screen was provided. The patient attended the clinic in (B)(6) with a similar incident. There was no faults identified on the clinician programmer and they reset controls. The handset was replaced due to recurrence but the fault recurred. No symptoms were reported. No further complications were reported/anticipated.